Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. The battery was suspected to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.